Event description:
It was reported that the recorder could not be interrogated as an error message kept occurring that says "another device with a different serial number is detected, cannot interrogate device". The caller stated that they will try to interrogate the recorder at another time when the sales representative can be there. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.